Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by customer, the cs300 intra-aortic balloon pump (iabp) unit had a fuzzy display. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The fse was unable to reproduce the reported failure. As a precaution, the fse replaced the display controller pcb assy ((B)(4)). The fse then performed a full calibration and functional check to factory calibration procedures. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
The following was performed by a technician of the maquet national repair center (nrc). The nrc received the display controller board, with the reported complaint of a fuzzy display. The nrc performed a visual inspection to the board with no damage observed. The nrc installed the board into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. Testing did not trigger the reported problem of a fuzzy display after 2 hours of run time of the cs300. The nrc is not able to replicate the failure experienced by the customer. Retaining the board in the nrc per procedure.

Event description:
N/a.